Event description:
It was reported that, "surgeon implanted 54mm right adm cup. Inserted adm secondary rim. Impactor on rim then struck the impactor and the black tip broken in 3 pieces. All three pieces were retained and are included. It was noted that the impactor was fully threaded onto the handle."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.